Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user requested replacement 32" infusion set insets after several were used due to issues during a supply change, and the event was characterized as an infusion set deployed incorrectly. No reported symptoms. Outcomes included no health consequences or impact, and blood glucose values were reported as not affected. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.